Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the sample was received for evaluation. The sample was visually inspected and functionally tested. No nonconformances were found. Flow was observed at the distal luer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The device has been reported to be available for evaluation. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Event description:
It was reported that a basal/bolus large volume infusor experienced no flow from the pcm luer during priming. It was filled with an unknown drug. There was no patient involvement. Additional information was requested and is not available.